Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant was protruding from the shuttle cartridge side slit. Blood was observed on the full length of the sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed, however, blood was present inside the proximal detent, which is indicative that blood was forced into the proximal end of the shuttle. Based on the provided information and the investigation performed, the reported shuttle advancement issue might have been caused by the sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely, leading to resistance during the deployment. The review of the lhr (lot f1426002) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the shuttle would not go down. Manual compression was applied for less than 30 minutes, closer to twenty five minutes. The patient was not hospitalized. Additional information: there was significant resistance during shuttle down. Unusual force was not applied when retracting the sheath. Procedure type: runoff vessel type: common femoral vessel size: 6 mm stick location: mid part of the common femoral sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1426002) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).